Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because alleged inaccurate high results were not resolved with troubleshooting. The patient claimed that she obtained a blood glucose result of "390 mg/dl" with the subject meter and within 30 minutes obtained a blood glucose result of "130 mg/dl" on a ultramini meter.based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.